Manufacturer narrative:
A ge field engineer repaired the bent retaining clip and ring.

Event description:
It was reported that the rfx cassette tray retaining clip was bent, allowing the cassette tray to be easily removed from the table. The technician using the system dropped the tray on her foot. The concern is for serious injury.